Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, perforation and perforation abutting an organ. Per the implant records, the patient was reported to have a history of deep venous thrombophlebitis of the left lower extremity with propagation proximally despite use of xarelto; a history of factor v leiden mutation causing hypercoagulable state; lung disease with chronic obstructive pulmonary disease (copd) with a bronchospastic component, making the patient at higher risk for complications from pulmonary embolism (pe). The inferior vena cava (ivc) filter was requested to prevent any massive pulmonary embolism from the deep venous thrombophlebitis. The right common femoral vein was entered percutaneously following a modified seldinger technique, positioning an introducer guided by fluoroscopy over a guidewire in the right common iliac vein. An inferior vena cava and right iliac venous digital subtraction angiography was completed. The entry to the renal vein, the entry to the inferior vena cava and the one to another vein more inferiorly were identified. A decision was then made to deploy the inferior vena cava filter just beyond the common iliac veins but before the venous tributary below the renal veins. At the end of the procedure the position of the inferior vena cava filter was then again looked at with another power injection into the right common femoral vein, and the deployment of the cordis trapease inferior vena cava filter was confirmed in the distal inferior vena cava just beyond the iliac veins. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation abutting an organ and fractured filter struts retained in the ivc, becoming aware of these events about four years and four months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. Per the implant records, history includes recurrent dvt (deep venous thrombosis) on oral anticoagulation, factor v leiden mutation, and copd. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed just beyond the iliac veins. There were no reports of complications. The filter subsequently malfunctioned including fracture, perforation and perforation abutting an organ. Per the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation abutting an organ and fractured filter struts retained in the ivc, and anxiety related to the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture, associated to perforation of the ivc and/or surrounding organs and structures, is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The fractured portion may erode or perforate through the ivc and into adjacent tissues. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, perforation and perforation abutting an organ. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture, perforation and perforation abutting an organ.